Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer ran diagnostics and found that both drawers were not detected, with no led lights visible on the back. After disconnecting the control boards and powering on the station, the module board also showed no leds. A new module board was installed and powered on without control boards, and no issues were observed. Drawer 3.1 was connected successfully, but connecting drawer 3.2 resulted in no led lights. Further testing with only the module board again showed no leds. Finally, another new module board and a control board for drawer 3.2 were installed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was failed to power on and half height drawers 3.1 and 3.2 were not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was failed to power on and half height drawers 3.1 and 3.2 were not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.